Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient's problems swallowing/eating and dehydration were not related to the dbs system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported there was an out of regulation (oor) error on the patient programmer (pp). It was noted the patient had a non-rechargeable device. It was reported the patient was not feeling well and was having a problem swallowing and eating. The patient was "not really his usual self" stating the patient was "dehydrated and not eating enough" so the caller thought the ins might not be controlling the patient's symptoms. The caller reported the patient was in the hospital due to the symptoms. Additional information was received from the rep stating the patient's voltage was at 2.83 volts. The patient had an appointment with the hcp scheduled for (B)(6) 2019 and they planned to check impedances in various head positions and possibly take and x-ray. The rep stated there was no known cause however the patient did have impedances greater than 8k on electrode 8 on (B)(6) 2019. The rep also mentioned the patient had a kidney issue that had caused the patient to have a hospital stay and the issue was causing a change in mental status. Additional information was received from the consumer. It was reported they completed some troubleshooting over the phone with the rep. It was reiterated the patient was in the hospital with dehydration and was not able to swallow and the patient would not be able to make it to the patient's follow up appointed. Additional information was received from the rep stating the patient met with the hcp on (B)(6) 2019 and impedances were fine with the exception of the previously reported electrode 8. The hcp saw the oor when the patient was sitting up and the battery voltage was reading 2.82v. The day prior the rep saw the patient with a nurse and he was laying down. No oor was seen after trying multiple times. The battery was at 2.91v and the patient was getting therapy. The rep saw the patient again on (B)(6) 2019. The patient was sitting up, no oor could be replicated, impedances were normal, and battery was 2.91v. They could not perform any range of motion tests as the patient could not do that. It was noted the patient was very close to being non-verbal and therefore unable to mention any adverse sensations. The caller added the patient did have return of tremor briefly while running impedance check but the caller stated he checked it at 1.5v and the patient was normally at a higher setting than that.